Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypassprocedure, acrobat suv vacuum stabilizer system st did not hold its vacuum during the procedure, and wasn't able to hold the heart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: removed "and wasn't able to hold the heart" and changed to "the heart did fall out". (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and traces of blood were observed on the knob and above the tri-slot socket. A mechanical evaluation was conducted. A suction/vacuum strength test was performed per instructions of the vacuum leak test, using calibrated vacuum regulator and pressure gauge; and canister. The device passed the vacuum leak test. Sufficient vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device and the results of the investigation, the reported failure mode "suction issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system st did not hold his vacuum during the procedure the heart did fall out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.